Event description:
Focus diagnostics rec'd a complaint that the hsv common antigen band of the herpeselect 1 and 2 hsv immumnoblot igg (B)(4) appeared lighter (less reactive) than the reading control ban. Reduced reactivity of the common antigen band may lead to the inaccurate interpretation of a sample as negative. In the specific case of the complaint the pt result was reported as indeterminate.

Manufacturer narrative:
A definitive root cause has not been determined at this time. Early investigation indicates that the antigen lot may be at issue.